Event description:
It was reported that the patient was not getting stimulation coverage due to paddle lead migration, which was confirmed via x-ray. The patient underwent a revision procedure wherein the paddle lead was repositioned. The patient was doing well postoperatively. Nothing was replaced or explanted.